Manufacturer narrative:
H10 internal complaint reference: (B)(4). H3, h6 the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. It is unknown if there was an available backup device or a significant delay during the procedure. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection of the device showed a complete detachment of the electrode and some discoloration of the tip. The device was connected to a known good controller and the wand was tested at default and maximum settings, which revealed that the device performed as intended. The suction line performed as intended. The complaint was verified. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a surgery the mutivac wand metal tip broke. It is unknown if there was an available back up device or a significant delay during the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.